Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4). Lot number: af120147.

Event description:
As reported to coloplast, though not verified, in (B)(6) 2016 the patient experienced urinary tract infection (uti) with gross hematuria. On an unknown date, removal of bladder stones revealed mesh erosion into the bladder floor. In (B)(6) 2016, a bladder biopsy occurred. Benign pathology was noted. In (B)(6) 2016, the patient had been experiencing complex mesh erosion, lower urinary tract symptoms including urgency, frequency, urge incontinence, stress urinary incontinence (sui), and nocturia. The patient had a history of recurrence of prolapse symptoms; urinary analysis showed large hemoglobin. Continuous microscopic hematuria and recurrent utis, with all cultures showing no growth or mixed urogenital flora. In (B)(6) 2017, symptoms continued. Urinary analysis shows large leukocyte esterase, 300+ protein, large blood, small bilirubin. Unable to evaluate bladder secondary substantial debris obscuring mucosa. In (B)(6) 2017, the patient had a botox injection of the bladder and midline insertion of suprapubic catheter under general anesthesia for medication refractory lower urinary tract symptoms including functional urinary incontinence. Findings from the procedure included severe inflammation and bullous edema at the base of the bladder associated with mesh erosion. In (B)(6) 2017, placement of fibrin fistula plug for displacement of suprapubic catheter from the bladder and entering the small bowel. In (B)(6) 2017, the patient experienced abdominal hardness where the catheter and fistula previously were, and experienced nocturia. In (B)(6) 2017, complex mesh erosion and lower urinary tract symptoms. There was a bulge in the midline just above the suprapubic catheter since; concern for incisional hernia.